Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm large hem-o-lok clip applier instrument for failure analysis investigation. The instrument was analyzed and input disk 6 was found completely detached from the base of the housing and 7 was found broken. If the input disk is fully broken, then the instrument can fail to engage. The issue is immediately detectable by the surgeon due to loss of instrument functionality. Additional findings not related to customer reported complaint: the instrument was found to have an excessive amount of dried, white residue on the clamping pulley of inputs #[5 (pitch), 6 (grip) , 7 (grip) located in the backend of the instrument. The groove surfaces exhibited a residual, powder-like deposit, that could be removed by wiping.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the device returned. However, isi has not received the instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that the 8mm large hem-o-lok clip applier instrument did not work properly. No fragment fell into the patient. No known impact or patient consequence was reported.